Manufacturer narrative:
Summarized patient outcomes/complications of clinical outcomes after emergency transarterial renal embolization were reported in a research article in a subject population with multiple co-morbidities including diabetes, coronaropathy, high blood pressure, dyslipidemia, chronic kidney disease, history of cancer, aneurysm, pseudoaneurysm, hemoretroperitoneum, active bleeding. Some of the complications reported were ischemia, hematoma, pain, unexpected medical intervention; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: clinical outcomes after emergency transarterial renal embolization: a retrospective study.

Event description:
The article, "clinical outcomes after emergency transarterial renal embolization: a retrospective study", was reviewed. The article presented a retrospective, single center study to evaluate clinical outcomes after emergency transarterial renal embolization (tae). Devices included in the study were boston scientific idc and interlock coils, meritt medical embospheres microparticles, abbott amplatzer vascular plug, and geitamedical gelitaspon sponge. The article concluded that the study reports high clinical success, low complications and low rebleeding rates of emergency renal tae. [(B)(6)]. The time frame of the study was from 01 january 2013 to 01 january 2024. A total of 79 patients were involved in the study, of which 3 (3.8%) received an abbott device. The average age was 60 years and the majority gender was male. Comorbidities included diabetes, coronaropathy, high blood pressure, dyslipidemia, chronic kidney disease, history of cancer, aneurysm, pseudoaneurysm, hemoretroperitoneum, active bleeding.